Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the day of the event the patient was sleeping at 4:30 am, when she was woken by the cgm device alerting her that she was running low. The patient got up and was feeling thirsty and drank coconut water and ate a protein bar. After an hour, the device was still alerting her that she was low and the patient drank a coffee and ate a waffle with almond butter, and later another protein bar. The patient was still thirsty and was having a hard time to breath and when the patient did a fingerstick, the cgm reading was 42mg/dl, and the blood glucose reading was 578 mg/dl. The patient changed her sensor and called her endocrinologist, who then advised her to the hospital. The patient was taken to the emergency room by her husband and bloodwork, an electrocardiogram (ECG) and a chest x-ray were made. At the hospital a fingerstick was taken twice, and both were around the 550 mg/dl range. The patient eventually was admitted for three and a half days and was given 10 units of insulin along with an unspecified intravenous treatment and the blood glucose level was constantly being monitored. Besides this she received 4 tablets baby aspirin (as a blood thinner) and was continuously hooked up to telemetry. It is reported that the patient was suspected to have suffered a heart attack during the stay in the hospital, but no further information was reported regarding this, and it is unknown how this was related to the inaccurate reading. When the patient was discharged, she was given an appointment to see a cardiologist and to have a CT scan, which she had had by the time of the report and was given 81mg of baby aspirin daily. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and passed. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information was available.